Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose level. The customer¿s blood glucose level was 40 mg/dl at the time of incident and current blood glucose level was 146 mg/dl. The customer did not complete troubleshooting for low blood glucose level. The customer reported that the insulin pump received multiple insulin pump error alarm and after troubleshooting it was found that the customer was able to rewind the insulin pump. The customer performed displacement test and self test and both of it passed. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.